Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 12m x 3mm, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). After a 4f non-bsc guide catheter and a choice floppy standard guide wire were crossed the lesion, pre-dilation was performed. A 12 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent's cells were deformed when advancing through the tortuous and calcified lesion in rca. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 12 x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues. The stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 12m x 3mm, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). After a 4f non-bsc guide catheter and a choice floppy standard guide wire were crossed the lesion, pre-dilation was performed. A 12 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent's cells were deformed when advancing through the tortuous and calcified lesion in rca. The device was removed and the procedure was completed with a different device. No patient complications were reported.